Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head cable was damaged and positioning leds (light emitting diodes) functioned intermittently. It is noted that electromagnetic field immunity and uplink functional tests were out of specification. (B)(4).

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion.

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.